Event description:
The reporter stated that he had compared his meter with a lab test from his dr's office with results of 99 vs 47 mg/dl. While troubleshooting with the lifescan rep, two control solution tests read lower than range, 57 and 62 (85-128). The reporter then opened a new vial of test strips, and the retests resulted in readings in the 90's, his normal blood glucose range. The reporter did not allege any harm.